Event description:
End user reported that his (B)(4) power chair would not stop, caused him to run off the curb. An ambulance was called, end-user alleges his right forearm was scratched and had bumps, he was bandaged up.